Manufacturer narrative:
Discordant negative antibody screening results were obtained for one patient when performing duplicate antibody screens. The ortho vision-ID mts ips has functioned as per design. The root cause could not be determined. No general product failure is identified. No biased result was reported to a physician. No patient was harmed. Email address for contact office is (B)(4).

Event description:
Report 2 of 2. A customer complained about what was described as discordant negative antibody screening results for one patient using their ortho vision-ID mts analyzer. The customer reported they had tested a patient sample for antibody screening in the indirect antiglobulin test (iat) using 0.8% surgiscreen and anti-igg mts gel card in conjunction with their ortho vision-ID mts analyzer, and that they had obtained a discrepant negative result for all 3 of the screening cells. The customer reported the result was discrepant as the sample had been sent from a sister facility which had obtained a positive (2+) result, and had requested the customer site to confirm this patient sample as positive for antibody screening. The customer reported that they re-tested the same patient sample later that day for antibody screening using the same reagents and analyser and that they had obtained a discrepant negative result. The customer reported that they also re-tested the same patient sample for antibody screening using the same reagents on an alternative ortho vision-ID mts analyzer and that they had obtained a positive (1+) result for the 3 screening cells. The customer reported that no biased result was reported to a physician. The customer reported that the patient was not harmed as a result of the reported events.